Event description:
It was reported that patient experienced high blood glucose level event which was treated by using pump.

Manufacturer narrative:
E1: Patient City: (b)(6). Patient Country: Poland. Name: (b)(6). Country: United States of America. Address ¿ Line 1: (b) (6). City: (b)(6). State: (b)(6). Zip Code: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 3003442380.